Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed while being used on a pt. There was no adverse impact to the pt.